Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with a complaint that a dark green colored fluid came out of one of the power cables on their system controller. The system controller was exchanged. The technician opened one of the lines of the affected system controller and a lot of green fluid and corrosion was seen. In the black power cable, the isolated layer was completely solved. In the white power cable, a lot of green fluid was seen too.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage to power cable outer jacket the reported event of fluid ingress in the system controller power cables was confirmed via evaluation of the system controller. The returned heartmate 3 system controller, serial number (B)(6), was visually inspected and revealed fluid ingress in both power cables. The system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. On 27oct2024 at 20:44:58, the log file captured the driveline being disconnected and shortly after both power cables were disconnected from external power. This is consistent with the exchange of the system controller. There were no other notable alarms active in the log file that would indicate compromised system function due to fluid ingress. The provided information indicated a technician removed portions of the outer layers of both system controller power cables. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 15nov2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage hazard alarms. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.